Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the stopper with a bd syringe 5ml ls¿ 22x1-1/4 dn emerald. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found that obvious yellow foreign matter on the stopper when nurse dispensed medicines.

Event description:
It was reported that there was foreign matter on the stopper with a bd syringe 5ml ls¿ 22x1-1/4 dn emerald. The following information was provided by the initial reporter, translated from chinese to english: it was found that obvious yellow foreign matter on the stopper when nurse dispensed medicines.

Manufacturer narrative:
Investigation: bd has been provided with photos and an affected sample for catalog 30774319 lot 1807257 to investigate for this record. The evaluation of the returned sample showed a foreign matter particle in the upper part of the stopper. That foreign matter was identified as lubricant agglomeration, verifying the reported issue. Bd has determined that the foreign matter of the non-conformance consists of lubricant agglomeration. This lubricant is used to facilitate the movement of the plunger rod. Bd considers because of a punctual failure in the cleaning procedures by the operator, the presence of an excessive quantity of this lubricant in the hopper of the stoppers was not avoided during manufacturing. DHR showed no indication of the alleged defect.